Event description:
The customer reported to customer service that she has exposed wires on her transformer and it was sparking, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. In a follow up with the customer, the product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product are ongoing. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.